Manufacturer narrative:
E.1:initial reporter addr 1: (B)(6) hospital, level 1, (B)(6) h.6 investigation summary material #: 368836 lot/batch #: 3296796 bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder that the collector was removing the vacutainer needle from the patients arm and the patient bent their arm causing the needle to make contact with the collectors finger. Infection control was notified and there is no risk to the collector.